Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that compliant was reported. Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the lever is too hard to perform stapling. When stapling, the lever became soft and only stapled the internal staple line, the external one did not staple, and the surgeon had to use suture. There was no delay to the procedure. There were no patient consequences.